Event description:
The customer contacted baxter's service center regarding a transfer set leak which occurred on the homechoice (hc) during use. The care giver (cg) stated that she had inadvertently opened the transfer set before the home patient (hp) was connected to the hc and some fluid leaked out. She was afraid that she may have infected the hp. The technical service representative (tsr) referred the cg to the hp's peritoneal dialysis registered nurse for medical advice. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse on (B)(6) 2012. She stated that the patient had reported this incident to her and to the patient's doctor. No adverse effects were reported, and the patient was continue therapy successfully since.

Manufacturer narrative:
(B)(4). The lot number was unknown and the customer continued to use the device, therefore; a batch review and a device evaluation will not be conducted. A labeling review will be performed. A 510(k) number will not be provided in the emdr because the product is unknown at this time. A follow-up MDR will be submitted upon completion of the investigation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was confirmed. The root cause was use error. The label review found the labeling adequate for the use error in this complaint.